Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during an in-clinic evaluation of this implantable cardioverter defibrillator (ICD), the device emitted beeping tones associated with an alert for high shock impedance measurements. It was noted that historical shock impedance values had been approximately 110-120 ohms, with variability over time including occasional measurements above 135 ohms and a recent value of approximately 150 ohms. Subsequent manual testing performed during the visit demonstrated shock impedance values in the range of approximately 110-116 ohms. It was further reported that the right ventricular (rv) lead had a known history of elevated shock impedance, which had been previously evaluated, and a decision had been made to continue monitoring rather than proceed with lead replacement. Technical services (ts) reviewed the available data, including historical trends across prior devices, and indicated that there had been no significant change in the overall baseline shock impedance. Continued monitoring of shock impedance trends was recommended and programming adjustments were performed. This ICD remains in service. No adverse patient effects were reported.